Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil detached inside the patient. Blocks a1, a2, b5, e1, e3, and h6 have been updated based on the additional information provided on march 11, 2026. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of coil detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that a percuflex plus ureteral stent was used in a ureteroscopy procedure in the left ureter. During the procedure, it was noticed that the stent broke upon inserting into the anatomy. The procedure was completed with another same device and there were no patient complications. Additional information was received clarifying that the coil was detached at the end of the stent.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was used in a procedure in the left ureter. During the procedure, it was noticed that the stent broke upon inserting into the anatomy. The procedure was completed with another same device and there were no patient complications.